Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient lost to follow-up presented and it was discovered their right ventricular (rv) lead exhibited high thresholds, it was also noted their implantable cardioverter defibrillator (ICD) jiggered elective replacement indicator (eri) earlier than anticipated and a pacing problem with the device. The ICD was removed and replaced, while the rv lead remains in use. No patient complications have been reported as a result of this event.